Event description:
During routine testing by stryker the customer's device failed to deliver energy. In this state, the device may not be able to provide defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the therapy pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker further evaluated the therapy pcb, and isolated the cause as a failed therapy pcb.

Event description:
During routine testing by stryker the customer's device failed to deliver energy. In this state, the device may not be able to provide defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
During routine testing by stryker the customer's device failed to deliver energy. In this state, the device may not be able to provide defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and determined that the root cause is resistors r1 and r6 are electrically out of tolerance.